Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation as the ipg was not holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and passed visual inspection and the functional test, and it exhibited normal characteristics. However, an analysis of the data log revealed that there were charging issues due to the charger thermistor being triggered multiple times. The charging current is also low on charge cycles where the patient was not able to fully charge the ipg. However, the ipg was able to be fully charged in a room temperature environment cis lab in one four hour charge cycle without any anomalies. The ipg does not exhibit premature battery depletion. With all the available information, boston scientific concludes that the reported event was not confirmed.

Event description:
It was reported that the patient experienced inadequate stimulation as the ipg was not holding a charge. The patient underwent an ipg replacement procedure.